Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with no telemetry and with battery voltage at end of life (eol) level. Session record indicated that device was transmitting at maximum transmission once per date since implant. A new battery was connected, product code was reloaded and device showed normal working conditions and able to be interrogated successfully. Analysis performed indicated normal device functionality. Longevity estimation was performed and device exceeded the projected longevity.

Event description:
New information received notes that the patient's implantable cardiac monitor (icm) was explanted and replaced on an unknown date. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature discharge of battery was suspected. Physician elected to explant the device and patient is currently awaiting explant procedure. Patient was stable.